Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are also unable to determine if any product condition could have contributed to scaring. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. The omnipod is iso (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per is (B)(4) and eo residual levels in compliance with iso (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per iso (B)(4) and sterility per iso (B)(4) prior to release.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Patient also reported a scar at the site. As treatment, corrections of insulin were delivered and a new pod was applied.